Event description:
Pt status post subcutaneous mastectomy with breast reconstruction with symptomatic painful breasts, underwent explant of intact right breast implant and ruptured left breast implant and bilateral total capsulectomy. The left breast implant outer shell was ruptured with free silicone in the paraprosthetic base.